Event description:
It was reported that, the tip fell off in the patient's knee. The surgery was delayed while they looked for it, but there was no serious pt injury. Dr. Performed the surgery, and this instrument has been previously used a lot.

Manufacturer narrative:
Device has yet to be received for evaluation. Investigation is on-going. Once complete, a follow-up report will be submitted.